Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 7.9 mmol/l and 11.7 mmol/l. Tests were done within 10 minutes with a difference of 34.38%. Patient did not experience any adverse events. No further information has been reported.